Event description:
Customer returned their orthopat machine to haemonetics on january 4, 2010 without reporting any problems. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed a saline spill. Issue caused damage to the power supply and various other components. Haemonetics (B)(4).